Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 360 mg/dl at the time of incident. The customer's current blood glucose is 280 mg/dl. The customer also reported other blood glucose values such as 480 mg/dl, 200 mg/dl, 180 mg/dl, 225 mg/dl. The customer was treated with syringe, manual injections and in the hospital with IV drip. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The customer reported that the insulin pump had no delivery alarm. The customer reported that infusion set cannula was bent. The insulin pump will not be returned for analysis.